Event description:
User allegedly had "received multiple error 6 messages". A pharmacist tried a new bottle of strips and the device still did not work. Pharmacy replaced the user's meter. Pharmacist needed a replacement for pharmacy.